Manufacturer narrative:
The following devices were also listed in this report: pca 28mm hip head +15 offset; cat#:2284-0-428; lot#:cemlb it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revision. Patient complained of pain.

Manufacturer narrative:
The following devices were also listed in this report: pca 28mm hip head +15 offset; cat#:2284-0-428; lot#:cemlb. An event regarding pain involving an other hip shell was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Hip revision. Patient complained of pain.